Manufacturer narrative:
(B)(4). Approximate age of device - 3 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported on (B)(6) 2017 that the patient's lactate dehydrogenase (ldh) level was 1100 u/l. A ramp echocardiogram study showed that the aortic valve was opening with every beat, and the lv size did not significantly shrink with increased lvad speeds. The ldh was noted to be 1113 u/l and plasma free hemoglobin was 34.8 mg/dl. The patient¿s urine was dark. The patient was admitted and heparin was initiated. With therapeutic partial thromboplastin time (ptt), the ldh levels did not decrease, and argatroban and persantine were initiated. A computed tomography angiogram showed no significant interval change compared to (B)(6) 2017. It was reported that a stable amount of eccentric intraluminal thrombus was observed. It was reported that the patient was stable and remained admitted on argatroban. Currently, the patient is listed as (B)(6) on the transplant list. No additional information was provided.

Manufacturer narrative:
Analysis of the submitted system controller log files confirmed one transient power elevation, a no external power alarm, low voltage hazard alarms, low flow hazard alarms, and frequent pi events; however, no left ventricular assist system (lvas) related issues were identified during the evaluation of the device and a correlation to the reported events could not conclusively be established. The pump was returned assembled with the driveline (dl) cut approximately 1.75 inches from the pump housing and a 6.75 inches portion of the distal segment of dl was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft was cut approximately 2 inches from its hardware and returned detached from the outflow elbow, which was detached from the pump¿s outlet port. Approximately 4 inches of graft material was also returned. The outflow graft bend relief was returned detached from the outflow graft attachment. Evaluation of the sealed outflow conduit revealed no evidence of developed depositions or thrombus formations. Examination of the device upon disassembly revealed damage to the outlet bearing cup and outlet bearing ball. The outlet bearing cup was broken at the stem and scratches were observed on surface of the outlet stator bearing ball. Both components appeared to be damaged after the device was explanted. No wear-related anomalies were observed that would have contributed to a functional issue while the pump was supporting the patient. The pump was unable to be functionally tested due to the observed damage. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the lvad clinician indicating that the patient received a transplant on (B)(6) 2017 and is doing well with the transplant.